Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a low internal battery message. There was no patient involvement when the issue occurred. No patient or user harm reported. The philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a low internal battery message. The investigation is ongoing.

Manufacturer narrative:
H10: a philips service engineer (se) noted that the customer was contacted, and that the ventilator had been completely recharged, and was then tested for a few days; the issue did not reoccur. The se noted that the ventilator may not have been properly connected to the power supply. The se noted that the battery had previously been replaced during maintenance that was performed in 2022. The device was tested and works. The device was considered ready for use. H11: device problem code grid.